Event description:
The patient stated his infusion tubing partially separated at the luer lock. He stated his blood glucose elevated to 338 mg/dl and found that his infusion tubing had separated because he smelled insulin. His normal blood glucose range is 80-140 mg/dl. His only symptom of high blood glucose was thirst. The patient stated he was going to change his infusion tubing and bolus to lower his blood glucose. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.